Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The initial reporting stated the product is not suspected of failing to meet specification or contributing to the event. The investigation could not verify or draw any conclusions about the reported event; however, provided info indicates surgical technique was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Surgeon put the stem on backwards, resulting in the need for a new bolt. Surgery was delayed approximately 30 minutes.